Event description:
It was reported that when an asymptomatic patient presented in clinic non-sustained lead noise episodes due to ventricular oversensing were observed. The oversensing was not reproducible during in-clinic testing. Device was reprogrammed and oversensing is...

Event description:
It was reported that when an asymptomatic patient presented in clinic non-sustained lead noise episodes due to ventricular oversensing were observed. The oversensing was not reproducible during in-clinic testing. Device was reprogrammed and oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.